Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, the patient with this right atrial (ra) lead reported that she received a shock and felt heart palpitations. When the device was interrogated, it was noted that the shock had been inappropriate, and pacing impedance for the rv lead (model/serial (B)(4)) and this ra lead were low and out of range. The rv lead also showed low out of range shock impedance and loss of ventricular capture. The physician suspected there was a problem with the leads, so a revision procedure was done. When the leads were disconnected from the device, their measurements were normal. They were re-connected to the device, and the measurements were not acceptable, so a new device was implanted. The ICD (model/serial (B)(4)) was returned to boston scientific for analysis. During analysis, interrogation of the device revealed that the device attempted to deliver a shock into a shorted lead condition while implanted.